Event description:
It was reported that due to a xyphoid infection the physician decided to explant the electrode. Prior to the explant, an x-ray showed that the lead had dislodged. During extraction the physician elected to cut a portion of the electrode in order to have the device connection protected with the lead connector. The electrode will be returned. No additional adverse patient effects were reported.

Event description:
It was reported that due to a xyphoid infection the physician decided to explant the electrode. Prior to the explant, an x-ray showed that the lead had dislodged. During extraction the physician elected to cut a portion of the electrode in order to have the device connection protected with the lead connector. The electrode will be returned. No additional adverse patient effects were reported.